Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-20, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving hydromorphone (15.0 mg/ml, 1.499 mg/day) and bupivacaine (20.0 mg/ml, 1.499 mg/day) via an implantable pump. It was reported the patient was "leaking cerebrospinal fluid (csf) from previous surgical incision" and had "fluid in front pocket". The hcp elected to replace the entire length of the catheter and drain any excess fluid. The hcp stated the pump was not the issue and was not being replaced at this time. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report.